Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16169.

Event description:
Philips received a complaint from the customer on the v60 indicating that the navigation ring was not working during preventative maintenance service. The customer reported that on screen parameter changes via touchscreen are good and requests nav ring/ front bezel replacement. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
H10 the customer requested a navigation ring/front bezel replacement. Onsite service was performed. The customer confirmed that the device was repaired through replacement of the device¿s front bezel with navigation ring. The device passed required performance verification tests per philips standard and was returned to service. H11:updated contact information, contact office entity, and manufacturing site.